Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and site issues. Customer stated there was blood in the cannula and had to revert to injections. Blood glucose level at the time of the incident was 322 mg/dl. Customer was admitted to the hospital at the time of the call as a result of high blood glucose value. Customer did not complete troubleshooting. The insulin pump was not replaced or returned for analysis. Frn reservoir unknown; infusion set.